Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors instrument to perform failure analysis. The monopolar instrument was analyzed and found to have a broken conductor wire at proximal end, near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Fa found additional observations that were not reported and are not related to the customer complaint: the instrument housing was removed and during inspection contaminated flush tube at the bearings. The flush tube substrate showed moderate contamination. The complaint was confirmed by failure analysis. The probable root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the 8mm monopolar curved scissors (mcs) instrument exhibited poor energization. The procedure was completing as planned with no reported patient injury.